Manufacturer narrative:
Investigation completed on a smiths medical epifuse connector. Two samples returned. Sample one revealed damage at the hinge part. Sample two revealed no abnormalities and was assessed for fluid leaks, in which passed. Root cause in theory is believed to be molding issue. Monitoring will continue for watch for trends. Sample two of this file revealed no product problem.

Event description:
Information received a smiths medical pain management/portex kits other malfunctioned. Reported after the indwelling the catheter was in the patient, the customer was performing a dose test, he then found leakage of medical fluid from the connector. This event occurred in the two products. Also, he noticed one of the catheters was broken into two. No patient injury.